Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "during the use of the clinical nurse, the syringe takes the liquid leakage , causing the contamination of the liquid and losing a nerve growth factor of the mouse."

Manufacturer narrative:
Investigation summary: bd has not been provided a sample or photo for catalog 301940 lot 1901125 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product though the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that the bd syringe¿ with needle leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "during the use of the clinical nurse, the syringe takes the liquid leakage , causing the contamination of the liquid and losing a nerve growth factor of the mouse."